Event description:
Pt experienced infection post implant of infusion system. Cultures were taken from both the pocket area and cerebral spinal fluid, and growth of staph aureus was reported. Device was explanted, and no replacement had been implanted as of the date of this report.